Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not know the reason on how the screen was cracked. Customer's blood glucose level was 253 mg/dl and was addressed with a bolus via the pump. Customer would continue to use the pump for insulin therapy.